Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was not performed. Results were not reported and there was no patient impact. (B)(4). The following information was provided by the initial reporter, translated from french to english: (2 of 4 patients) weak positives on a single target (n1) were not confirmed. They are not repeatable, either on bd max or on another system (genexpert). These low positives have late CT's but not sawtooth curves. Were patient samples involved? >>> yes. - were erroneous results reported to the clinician? >>> no. - was there any impact on patients? >>> no. Was it obvious that the results could not be trusted? >>> as the results were positive on only one target (n1/n2) and because that¿s unusual, the lab decides to confirmed these results. Were any erroneous results reported to the clinician? >>> no. Is a confirmatory test always performed? >>> only for low pos results

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 1074381 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1074381 was manufactured according to specifications and met performance requirements. Customer reported positive n1 or n2 results when using the bd sars-cov-2 reagents for bd max¿ system kit lot 1074381 which were not reproduced with their confirmation test (genexpert). Customer provided four run files (runs (B)(6)) from instrument ct1726 for the investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Manual pcr curve adjudication of all the suspected false positive n1 or n2 samples revealed late and low, but true, n1 or n2 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No repeat test was found for these samples. As for the discrepancies obtained between the bd sars-cov-2 reagents kit and the verification method (genexpert, cepheid), it must be noted that this assays only detects the n2 and e gene targets and does not detect the n1 target. Therefore, with this assay, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents kit. Moreover, limit of detection can vary between different assays. Overall, based on the data provided, bd was unable to confirm the exact cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1026980. The root cause was not identified but positives samples at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are strongly suspected. No product issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was not performed. Results were not reported and there was no patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 4 patients) weak positives on a single target (n1) were not confirmed. They are not repeatable, either on bd max or on another system (genexpert). These low positives have late CT's but not sawtooth curves. Were patient samples involved? Yes. Were erroneous results reported to the clinician? No. Was there any impact on patients? No. Was it obvious that the results could not be trusted? As the results were positive on only one target (n1/n2) and because that¿s unusual, the lab decides to confirmed these results. Were any erroneous results reported to the clinician? No. Is a confirmatory test always performed? Only for low pos results.